Event description:
The customer reported via phone call that they had excessive no delivery alarms. Customer did not report any damage to the insulin pump. It was found the customer had a motor error alarm in the alarm history. The customer stated they did not expose the insulin pump to a high magnetic field. Customer's blood glucose was 256 mg/dl. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.